Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing via reduced intrinsic amplitudes. Technical services advised some programming options. There were no adverse patient effects. Also, the smart pass feature on this device had programmed itself off due to low intrinsic amplitudes. This is normal device function. The system was later explanted and a transvenous system was implanted.